Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. At the visit on site, the field service engineer could not confirm a gas leakage but exchanged the bottle seal proactively. The gas pressure drop is caused by an irregular gas change. The user manual states that a gas exchange must be performed on a regular basis. (B)(4).

Event description:
A doctor reported the arf line pressure falls strongly after several days without a gas exchange. No smell of gas was detected. Examination of logfiles confirmed the information. An onsite check to avoid error messaged at start up was done. Company representative told the facility that the gas bottle could be opened when starting as long as no smell of gas was detected. There was no patient impact.